Event description:
It was reported that the week prior to the report the patient had a return of symptoms and had to self-catheterize, which gave him an infection. It was noted that the patient was put on special medications. It was reported that the infection was gone and the patient changed the ¿channel to channel 2.¿ it was noted that the patient was currently set at 6.0 volts and was feeling strong but comfortable stimulation. The patient planned to leave the device on this setting and track his symptoms.

Manufacturer narrative:
Product ID 3093-28 lot# va06ptm, implanted: 2013 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician. (B)(4).